Manufacturer narrative:
Evaluation summary: it is not definitively clear whether the device fractured or the patient experienced a peri-prosthetic fracture, however the sales rep assumes the latter based on the product implanted. The patient's activity at the time of the fracture is unknown. It is unknown if an unreported traumatic event led to the event described. Neither x-rays nor operative notes have been provided. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain and fracture.